Event description:
It was reported the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition in an emergency room. The rv was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.